Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a surgical procedure in which all the components were removed and replaced. The patient did not experience any further complications.